Manufacturer narrative:
Per smartphone compatibility information, with use of application, the customer's iphone with ios version 16.6 operating system has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, this issue is not confirmed. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with iphone, os 16.6. The customer indicated they received a signal loss alarm and was therefore unable to receive glucose alarms. The customer was at the doctor's office when they experienced symptoms of hypoglycemia including sweating, and trembling hands, and received treatment with sweetening gel provided by the hcp. There was no report of death or permanent injury associated with this event.